Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set detachment event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for seven hours. The blood glucose level was 33 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6008923, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008923 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 5, on 29/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h03156 was manufactured according to the wi version 65 and manufactured in the machine sc04, on 29/aug/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.